Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus /basal delivery and e70 alarm confirmed in the history file. The motor was tested outside of the device and it passed. The motor may had an intermittent failure that it was not detected during our testing. The insulin pump passed prime, displacement and basic occlusion test. Unit had scratched display window.

Event description:
Customer reported that he had low blood glucose of 88 mg/dl. Customer stated that his insulin pump delivered too much insulin that he did not programmed. Customer also stated that his insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.